Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf on patient on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was downloaded and reviewed and no related errors were observed. A global test was performed and there was no failure detected related to the complaint. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.